Event description:
It was reported that the patient was scheduled for a lead revision which was to be done on (B)(6) following the date of this report. It was unknown why or what was happening with the lead. No outcome was provided. Further follow-up is being conducted, if additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3387-40, lot# l64600, implanted: (B)(6) 1999, product type: lead. Product ID: 7438, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient. Product ID: 37642, serial# (B)(4), product type:,programmer, patient. Product ID: 7495-25, serial# (B)(4), implanted: (B)(6) 1999, product type: extension. Product ID: 64001, lot# n249312, implanted: (B)(6) 2011, product type: adapter. Product ID: 3387-40, lot# l55338, implanted: (B)(6) 1998, product type: lead. (B)(4).